Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that they were feeling "thumping" on their chest and "hiccups". The programming for the left ventricular lead was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.